Event description:
I want to see my family dr regarding what I thought was pink eye. My dr diagnosed it as pink eye and sent me home with antibiotics. Infection still didn't clear up and I "believe I seen" my family dr again -not sure- and she wrote another prescription. Still didn't get any better. Made an appointment with my ophthalmologist who in turn said I never had pink eye. I actually had keratitis. He never did a swab and just called it contact lens keratitis. At the time he said it was possibly from wearing my contacts throughout most of the day but we really didn't know the solution I was using could have been the cause. I continued to have light sensitivity and blurry vision even after the redness and pain went away. I finally changed to a generic brand in february because I found 4 bottles of solution at a store for $1. After I changed I noticed the blurry vision had improved as well as I was able to tolerate light more.